Event description:
It was reported that during an anterior cervical fusion, level c4-c7, surgeon was inserting a 4.35 mm cancellous exp head screw into a cslp plate c5 screw hole, and the screw head went through the plate. Surgeon inserted another eight screws and went to remove the c5 screw that went through the plate. Surgeon was unsuccessful at removing the screw, plate was blocking the removal, and it remains in the patient bone. This is report 2 of 2 for this event.

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Additional product code for this report includes mni. Implant date unknown.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Implant date (B)(6) 2012. Original awareness date is (B)(4) 2012.